Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis confirmed the customer reported complaint of a blade exposed. A review of the system logs revealed that the endowrist one vessel sealer instrument functioned properly from the start of the surgical procedure but eventually the blade jammed. Based on the system logs, a single system error code 32001 occurred. A system error code 32001 is generated when the system detects that the blade of an endowrist one vessel sealer instrument cannot be retracted and may be exposed. The instrument was found to have a dislodged blade at the garage track. There was also heavy bio-debris found at the instrument tip. After failure analysis re-seated the blade back on the track, the instrument was placed on an in-house system and passed self-check. The known common cause of the customer reported failure mode is misuse/mishandling. The system is programmed to display a warning message stating, blade may be exposed and a warning tone. The impact to patient presented by this event is low, as the surgeon is able to quickly detect the failure. The surgeon has visibility of this failure in multiple ways: if a dislodged blade occurs, an error message is shown on the surgeon console and the patient side cart monitors, indicating an exposed blade. If the blade has dislodged and is unable to retract back into the instrument grips, the system will no longer allow the user to attempt to extend the blade(if applicable). This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, vessels allegedly tore when the surgical staff attempted to remove the endowrist one vessel sealer instrument that had an exposed blade issue. The surgeon made the decision to convert to open surgery in order to control the bleeding, repair the vessels, and complete the surgical procedure. However, the root cause of the vessel damage is unknown at this time. In addition, there is no indication that a malfunction of the endowrist one vessel sealer instrument occurred.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgical staff encountered an exposed blade issue with the endowrist one vessel sealer instrument. It was initially reported that there was no patient harm and no instrument fragments fell inside the patient. On 04/10/2017 and 04/26/2017, the intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the exposed blade issue occurred while the surgeon was dissecting through tissues (i.e. Splenic flexure) and vessels in the low pelvis. When the blade became exposed, the robotics coordinator indicated that the system generated an error message. The robotics coordinator claimed that as result of the exposed blade issue, vessels were only partially cut after coag then tore as the surgical staff tried to remove the instrument. After the instrument allegedly misfired, the robotics coordinator indicated that the surgical staff could not stop bleeding that ensued. For patient safety, the surgeon made the decision to convert to open surgery in order to control the bleeding. The surgical staff used some sutures to tie off and stop bleeding of the vessels. According to the robotics coordinator, the estimated blood loss from the surgical procedure was approximately 100 ml. No blood transfusions were administered. The surgical procedure was completed via open surgery and without any further issues. A drain was placed in the pelvic area to monitor for breakthrough bleeding. No post-operative issues were reported. The robotics coordinator indicated that the patient is at home recovering as per usual.